Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) lost stimulation from their drg system due to lead migration. Surgical intervention took place on (B)(6) 2016, at which time the lead was explanted and replaced. The patient had effective stimulation coverage following the procedure.

Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing.